Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated chloride result while using the architect c4000 analyzer. The customer provided the following results (mmol/l): sid (B)(6). Cl: initial 129, retest 98 (expected 98-111). No impact to patient management was reported.

Manufacturer narrative:
The suspect medical device manufacture location was incorrectly documented in this report. All further information will be documented in manufacture report number 1628664-2019-00095. Documentation of evaluation will be in report 1628664-2019-00095